Event description:
A report was received stating that the endotracheal tube was tested before pt use and no problems were detected. After 12 days of pt use, the inflation line detached from the endotracheal tube. The endotracheal tube was replaced. No incident related medical sequela was reported.

Manufacturer narrative:
Device eval: smiths medical has received the sample device. A full eval is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a f/u report detailing the results of the eval once it is completed.